Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient took out about 8 heavy bags of trash and the incision area on the back started hurting after that. Patient stated when walking out of (B)(6), they got a surge of electricity in the vagina that was very strong and stopped them in their tracks, and anytime they move or turn a certain way was still doing that. Patient turned it down yesterday to see if that would help and stop doing surges because it is almost as if it has more electricity than it should. Pain level is through the roof right now and they only turned it down 2 notches and the doctor says to turn it off for 2 weeks. Patient told the doctor they cannot go without it for 2 weeks so was directed to contact medtronic for other possible interventions. Patient services reviewed possible risks associated with excessive activities. Recommended patient decrease amplitude even fur ther or the option to change programs to see if there is one that feels more comfortable for the patient. Recommended patient schedule a follow up with managing physician's office to further address their concerns. No further complications were reported at this time.